Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell 3 of 5 of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would have caused or contributed to the alarm. The technical service representative assisted the hp with ending therapy, disconnecting, and removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and no issues weren noted. Functional testing performed included leak testing/connection testing, clear passage test, clamp function test, and device-device interaction testing. All functional testing performed met specification. The reported problem could not be identified. Should additional relevant information become available, a supplemental report will be submitted.